Manufacturer narrative:
The customer indicated the use of a qualified company cartridge and company handpiece. Two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints for lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant surgery, iol was inserted just fine. However when it was unfolded, there was a scratch across the center of the lens. Lens was removed and a new lens was inserted during initial procedure. No patient harm was reported. Additional information has been requested; however, further information has not been received.